Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an ICD changeout, the right ventricular defib lead exhibited low impedance, intermittent capture, and no pacing with the new ICD. The lead was explanted and replaced. No patient complications have been reported as a result of this event.